Manufacturer narrative:
D10 concomitant product: fgs-0606, fgs-0606 pillcam crohns 1-pack (lot#unknown); fgs-0347, fgs-0347 pillcam recorder dr3 x1 (serial#unknown) panenteric capsule endoscopy in young patients with suspected irritable bowel syndrome: a self-controlled feasibility study / robert benamouzig, walaa el arja, bakthiar bejou, gheorghe airinei, nahla cucherousset, abdelhakim tazairt, mourad benallaoua, fabien wuestenberghs, and jean-marc sabaté./ clinical and experimental gastroenterology 2025:18 205¿213 / published: 6 september 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported in the literature article, a prospective study evaluated the feasibility of using the panenteric capsule to exclude gastrointestinal diseases in patients with symptoms of irritable bowel syndrome between november 2018 and july 2022. Pillcam crohn¿s capsule was used in 29 patients. The capsule was passed in 25 cases. One procedure was incomplete as the capsule only reached the transverse colon and was removed during a colonoscopy the following day. Small bowel preparation was excellent or good in all cases. Colon preparation was excellent in 12 cases, good in 15 cases, fair in one case, and poor in one case.

Manufacturer narrative:
D10 concomitant product: fgs-0607, fgs-0607 pillcam crohns 5-pack (lot#42170u) additional information: a2 (age at event), a3a, a4, b5, d4(model number, catalog number, expiration date, lot number and UDI), g3, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported in the literature article, a prospective study evaluated the feasibility of using the panenteric capsule to exclude gastrointestinal diseases in patients with symptoms of irritable bowel syndrome between november 2018 and july 2022. Pillcam crohn¿s capsule was used in 29 patients. The capsule was passed in 25 cases. One procedure was incomplete as the capsule only reached and stuck to the transverse sigmoid colon and not evacuated, it was then removed the following day during the scheduled colonoscopy visit. Small bowel preparation was excellent or good in all cases. Colon preparation was excellent in 12 cases, good in 15 cases, fair in one case, and poor in one case.

Manufacturer narrative:
Correction: h6 (removed ime e2401 and changed to e2008). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.